Manufacturer narrative:
A fracture of the pacing coil was found at 25.5cm from the the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of high pacing impedance.

Event description:
During routine visit, high impedance was observed. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.